Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('2 miscarriages since essure') and pregnancy with contraceptive device ('pregnancy') in a 33-year-old female patient who had essure (batch no. 20208778, 664435) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2012 and miscarriage in 2012. On an unknown date, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device. On (B)(6)2015, the patient experienced abortion spontaneous. At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: the patient had another pregnancy which has been captured under case : (B)(4). Lot number: 20208778 manufacture date: 2009-09 expiration date: 2012-09. Lot number: 664435 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: based on the information available, the incident is not reportable since it does not meet the definition of serious incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('2 miscarriages since essure') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2012 and miscarriage in 2012. On an unknown date, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: the patient had another pregnancy which has been captured under case: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.